Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient¿s therapy was turning off by itself. The manufacturer representative thought that the patient¿s stimulation was off since the patient¿s usage was 0, but the patient¿s recharge sessions reflected that there was usage. When the manufacturer representative checked the implant information, the implant date was (B)(6) 2019, but the device date was 2018. The device date was updated, and the usage report issue was resolved. It was also reported that the patient was getting very little pain relief for their back. An x-ray confirmed that there was no lead movement. It was reported that there was an impedance issue and several contacts displayed as ¿orange¿ during the impedance check. The manufacturer representative reprogrammed the ins, and the patient planned to try it and see if it works. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The cause of the stimulation turning off was not determined. The usage showing 0 was resolved by updating the device date. No device/session logs were recovered following the event. The patient was told to call the rep if the issue occurred again, and no calls were received. The issue was resolved and no further complications are anticipated.